Event description:
It was reported that the customer forgot to open secondary clamp during a secondary infusion. One clinician stated she has forgot to open the clamp in the past, another clinician stated she always waits to see the drip. Generalized feedback, no further information available. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an secondary clamp issues was not determined because no products or device logs were returned.

Event description:
It was reported that the customer forgot to open secondary clamp during a secondary infusion. One clinician stated she has forgot to open the clamp in the past, another clinician stated she always waits to see the drip. Generalized feedback, no further information available. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.